Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and her blood glucose was 493 mg/dl. Troubleshooting was performed. Following advice to disconnect and reconnect the reservoir and infusion set, insulin exited. A manual prime was successfully run and the insulin pump did not alarm no delivery. It was advised the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.